Event description:
Had a spinal cord stimulator implanted in my cervical spine, was experiencing burning in my hip from the battery while charging, and loss of strength in my right arm. Also experienced sharp pains going up the back of my back.